Manufacturer narrative:
We have not received the patch for evaluation since the patch has been discarded by the hospital. Hence, we could not conclusively determine the root cause of the defect. During the follow-up by the sales rep. With the surgeon, we learnt that the patient's initial mycotic aneurysm was treated with embolization coils and the hydrocephalus was treated with a ventriculoperitoneal(vt) shunt and was then discharged back to the hospital. Surgeon prescribed antibiotics for long term use after the index procedure. However, no samples were taken to identify the strain of bacteria/fungi that caused the initial mycotic aneurysm. We have also learnt that the strain of the fungus that caused the present infection was identified to be trichosporon. Surgeon could not conclusively determine if it was the xenosure patch, the medtronic contegra graft or the patient's pre-existing condition that caused or contributed to this infection. Trichosporon is a genus of anamorphic fungi in the family trichosporonaceae. Most are typically isolated from soil, but several species occur as a natural part of the skin flora of humans and other animals. We have also discussed this incident with our microbiologist. According to her, we have never isolated that strain of fungi in our raw materials, pre-sterile tissue or the manufacturing environment during our routine monitoring. At this time, we could not conclusively determine the root cause of the infection. We have not received any other complaints related to a fungal infection after implantation of a xenosure patch. Hence, we consider this to be an isolated incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. All of the (B)(4) units of xenosure patches that were manufactured under this lot number have been sold. We have not received any other complaints of a similar nature for devices from this lot. Although we are inconclusive about the root cause of the incident, it is possible that the infection re-proliferated as a result of the pre-existing condition of the patient since he was initially diagnosed with a mycotic aneurysm in his aorta.

Event description:
On (B)(6) 2018, a (B)(6) patient was admitted to the hospital after suffering from a brain hemorrhage and a secondary mycotic aorta. Surgeon performed a rastelli procedure on this patient. A medtronic contegra bovine jugular vein graft and a gortex eptfe graft were used for the replacement of the ventricular outflow tract. Xenosure bovine patch catalog #2bv9 lot# xbu2648 was used for the ventricular septal defect (vsd) closure. On (B)(6) 2019, this baby was readmitted with an infection and a re-operation was carried out. The infection was localized to the xenosure patch and the conduit contegra graft.